Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: review of the black box data and download history revealed multiple call service alarms (127). During investigation, the pump powered on and emitted a hard cs 127 call service alarm. The pump was unable to recover from the cs 127 call service alarm. Investigation from this point forward was not possible due to this alarm. The pump case was removed for investigation and revealed a single component defect on the printed circuit board. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs 127. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.